Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed but could not replicate the reported complaint. A review of the field error logs showed the following error had occurred: 23062 eevt_dafd3_mvt_err mtm_wrist_pitch. A visual inspection was performed and found no external damages. The unit was placed on an in-house system and was driven with no issues. No errors were triggered. Upon further testing, the unit was placed on a surgeon side console fixture test platform (sftp) to perform fitness tests and 1-hour sine cycle. The unit failed on the following unrelated to the field complaint: grip accuracy test post sine cycle failed - resolved after performing re-calibrations gravity balance test post sine cycle - el failed. The issue resolved after performing re-calibrations. The rest of fitness tests passed in addition to 1-hour sine cycle. They confirmed, but could not replicate the field error. Due to 23062 dafd error indicating an issue with wrist pitch, dafd trace logs were performed on wrist pitch and commutators appear to have anomalies. After investigations, failure analysis found the root cause to be due to a bad axis 5 gearbox motor and slip ring.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer visited the site, inspected the system, reviewed the logs, and confirmed error 23065 on the right master tool manipulator. To resolve the issue, the right master tool manipulator assembly was replaced, and the system passed all required tests.

Event description:
It was reported that during a procedure using the da vinci 5 system, an error 23065 occurred on the right master tool manipulator (mtmr). The issue was identified during the procedure, and the surgeon moved to console 2 to continue the case. All troubleshooting steps were completed by technical support, and further service was recommended. The procedure was completed as planned with no report of patient injury.